Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The issue during occurred during set up for use. There was no report of patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord, the universal cord is scratched, the universal cord has blue marks and the grip and button box are yellow a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.